Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified de novo proximal left anterior descending artery that was 80% stenosed. Pre-dilatation was performed with a 1.5x12mm, 2x12mm mini-trek balloons at 8 atmospheres. Then a 3.5x23mm xience xpedition was deployed at 10 atmospheres. While removing the delivery system, a check shot revealed a distal edge dissection. A 3x18mm xience xpedition was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.